Event description:
The customer reported that the cuff is leaking after one day use. Product tested prior to use. The customer confirmed that no decannulation/recannulation of a replacement tube was required. Covidien is attempting to collect further details surround this report.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis.